Manufacturer narrative:
This investigation is ongoing. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
It has been determined that this issue was reported in error; therefore, we are rejecting this report.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Locking button and retaining screw have come away from the main body. Only the button was returned.